Event description:
Laparoscopy - "trocar blade for stuck in the fired position, blade retracted, and would not come out of the sheath." Pt status: "fine".

Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation.